Manufacturer narrative:
Additional information was received on 13-mar-2026. The ep study, and specifically pacing from the ventricle (v), was performed with qdot micro catheter at the start of the procedure. A pentaray was inserted post-ep study in order to map out the atrial tach that was induced. The earliest site was found near the septal/his region so a soundstar was pulled in order to determine the proximity of this site to the coronary cusps. When intracardiac echocardiography (ice) was inserted, the effusion was noticed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation procedure with a qdot micro catheter and suffered a pericardial effusion which required a pericardiocentesis. During an atrial fibrillation procedure with a qdot micro catheter, a pericardial effusion was noticed in the patient. After zeroing the qdot micro catheter and advancing it into the right ventricle (rv), there were intermittent high force readings displayed on the carto 3 system. They were able to capture while pacing and pulled the qdot micro catheter back. After mapping in the right atrium (ra) for about 40 minutes, they had advanced the soundstar catheter into the body. The pericardial effusion was then discovered on intracardiac echocardiography (ice) and confirmed via "stat" echocardiogram (echo). The medical intervention provided was pericardiocentesis and about 1l of fluid was removed. It is unconfirmed at this time whether the patient will be admitted for CT surgery. The patient¿s last known state was stable. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).